Event description:
It was reported that this lead was an attempted implant due to helix issues. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A helix mechanism test failed due to the helix housing being clogged with dried blood/body fluid (15 turns). Amendment: per response from the sales representative, the lead was deployed 2 times at the left bundle branch area. After removing it the second time the helix took over 20 turns to retract. This is no longer reportable. Please disregard report number 2124215-2023-47764.

Manufacturer narrative:
Amendment: per response from the sales representative, the lead was deployed 2 times at the left bundle branch area. After removing it the second time the helix took over 20 turns to retract. This is no longer reportable. Please disregard report number 2124215-2023-47764.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.